Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open anterior resection the device didn't staple well. Further information could not be provided on what was meant by "didn't staple well," including the shape of the staples. They used another stapler to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # t5ay09. Additional information received: can you please clarify how the device "didn't staple well"? No additional information was provided. Device will be returned for analysis. Were staples malformed (not in proper b form shape)? Unk. Were staples missing from the staple line (incomplete staple line)? Unk. Investigation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.